Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a caregiver regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s recharger had not been working since (B)(6) 2017 and that it only stays about 25% charged. A replacement recharger was sent to the patient. The caregiver later reported that the replacement charger had a blank screen. A reset was performed, but nothing changed. A new replacement recharger was sent to the patient. It was reported that they could get the recharger to about half full, and it takes about an hour to an hour and a half, but it won¿t go any further. It was noted that the ins battery was a quarter full. The patient was reportedly shaking like a leaf and frail. The patient reportedly started shaking the morning of (B)(6) 2017, and gradually worsened until going crazy by noon and patient couldn¿t walk or sit. It was noted that a healthcare professional (hcp) was called at this point. While performing troubleshooting, it was reported that there was a ¿reposition the antenna¿ message. It was confirmed that the connector pin was fine. It was noted that the rechargeable ins was working well until recently when there were no charging bars. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep), reporting that the patient was having difficulty with charging the system. The rep reported that the patient was sent a new charger and the rep discussed with the patient how to charge. The rep reported not hearing of any additional problems. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient received a new recharging system and had an appointment to check on recharging. The recharging issues and sudden shaking were reportedly resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.